Event description:
It was further reported by the physician to the sales rep, that direct stenting was not attempted. The lesion was predilated with a 3.0 x 20 mm crosssail balloon. When inflating the stent balloon, the physician did not feel the normal amount of resistance. Therefore, the tech continued to dial pressure to obtain 18 atms. At one point during the inflation, the physician had to disconnect the indeflator and add more contrast, reconnect to the stent balloon and continue dialing to 18atms. The physician tried to maintain 18 atms for 90 seconds. The physician stated it felt like there was a slight hole in the balloon since it did not hold pressure. After pulling negative, the balloon would not withdraw easily. The physician pulled back hard twice, and attempted to advance the balloon forward without success. The third attempt resulted in the separation of the shaft of the catheter with the balloon. The physician advanced a 6.0 balloon distal to the stent balloon to aid in withdrawing the stent balloon. The wings of the 6.0 balloon helped pull the stent balloon back towards the guide catheter. The physician repeated the inflation/deflation trials of the 6.0 balloon until he was able to get the stent balloon moved together as a unit. The pt remained stable throughout the procedure. The pt was discharged to the connecting rehabilitation facility and was subsequently discharged in 8/2004.

Event description:
It was reported that during a peripheral stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a 80% stenosed, calcified, non tortuous, left superior femoral artery (sfa) lesion. The physician first attempted to direct stent the lesion with the express2 mr 5.0 x 28 mm stent, but it would not cross the lesion. The physician then predilated the lesion with a 3.0 balloon (type and length unknown). The express2 mr 5.0 x 28 mm stent was then successfully deployed, however, upon deflation the balloon would not deflate. The physician removed the indeflator, reattached the indeflator and then pulled negative with the indeflator. The balloon continued to remain inflated. The physician then unsuccessfully attempted to manipulate the balloon to deflate it. Then the shaft fractured and was removed, but the inflated balloon remained inside the stent. Another balloon (type and size unknown) was placed next to the inflated delivery balloon inside the stent and was inflated. This attempt deflated the delivery balloon. A 6.0 mm balloon was then placed distal to the stent delivery balloon and successfully pulled the deflated delivery balloon back out of the pt. There were no pt complications or injuries. The status of the pt is listed as good.